Event description:
Lab technician had mucous membrane exposure from a proficiency specimen. The sample was from american proficiency institute kit (B)(6) for stool occult blood testing. The rubber stopper in the vial shot up on its own before a barrier could be placed over it. The result was specimen from the vial sprayed the left side of the technician's face and made with technicians left eye. Possible contact with left nostril. Technician immediately went to lab's eye wash station and flushed eyes for 5 minutes. Manufacturer sent out a technical bulletin 2 days after receiving shipment. However, it should have said not to even test the product. Enclosed is the emailed notice about possible stopper event. I (exposed technician) has filed an exposure report to employer. I have had no response as to being tested or for the specimen to be tested for pathogen. Still waiting for the protocol to be followed. I report. (B)(6).